Event description:
The customer contact reported a leak; subsequently blood loss was noted. The tubing set was connected to an unspecified symbiq primary tubing set and was being used to deliver an unspecified volume of total parenteral nutrition and lipids at an unspecified rate via a symbiq pump. After an unspecified length of time in use, the nurse noted bleed back in the tubing set and blood and solution leaking out of the distal clave y-site of the tubing set. An unspecified volume of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).